Event description:
This medical safety information is based on cases collected in the medical accident information collection project (a project subsidized by the ministry of health, labor and welfare), and was prepared to prevent medical accidents from occurring and recurring. Upon review of the med-safe report no. 185, olympus found the 39th quarterly report which contained reports related to endoscope cleaning/disinfection. There were 14 events or reports related to cleaning/disinfection of endoscopes found in the 39th quarterly report. The collection project was said to have started from october 2004, and up to the analysis period covered by this report from july-september 2014. This is 3 of 14 reported events (see attached report_2014-3_t003 pdf). The article stated that doctor a used an endoscope for examination, after the examination the used endoscope was supposed to be cleaned and disinfected by a nursing assistant; however, the nursing assistant responsible for cleaning/disinfecting the endoscope was absent, the endoscope was not reprocessed accordingly and was reportedly used on another patient-procedure by doctor b. No additional information provided. A bf-q290 was selected as a representative product, as the article did not specify the model and serial number of the bronchoscope used during the procedure.

Manufacturer narrative:
No device was returned to olympus for evaluation. The name and complete address of the user facility was not provided. No contact information was provided for the user facility. The article mentioned the following improvement measures: (1) review the business manual and revise it to have a clear statement regarding the roles and responsibilities of the inspector. (2) the location of the endoscope was divided before and after use. (3) disseminate and practice the revised manual to all related staff. This report will be supplemented if new information becomes available later.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.